Event description:
It was reported that during anastomosis in an unknown procedure, after stapler fired, cutting process was done; however, stapler have not fired. Because of that bleeding and decomposition in the intestinal wall occurred. The surgery was completed as open surgery. Case was completed with a same like device. No patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information provided: did the device cut? Yes. Did the device staple? No. How was the patient impacted due to the event? Surgeon started with lap than proceed open surgery. How was the case completed? Surgeon completed case manually without stapler. What device was used for the proximal and distal transection? Cdh33a. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? Hand-tied string. Was the spike of the trocar inserted lateral or through the staple line? Trocar inserted lateral the staple line. What confirmation did the surgeon receive that the anvil was firmly attached? Surgeon heard it. When the device was fired, where was the indicator within the green zone/gap setting scale? 2 mm. Was the instrument fired across or near an existing staple line or clip? Yes. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Stapler cut. Were any unexpected noises heard? If yes, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Stapler could not staple so unsuccessful anastomosis. Did the operation change significantly as a result of the device issue? Yes. Did a hcp other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? Yes.